Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinic recalled an incident a few years back where a patient had coded due to no capture when the programming head was applied to the device. The patient and device status is unknown at this time. No further patient complications have been reported as a result of this event.